Event description:
Customer reported a malfunction on pump, specifically mentioning malfunction code malf 0, with no notable events occurring prior. There was no adverse impact to customer's blood glucose level. After contacting technical support, the customer received assistance in resetting the pump and was instructed to call back if the issue reoccurred. The malfunction did not recur, and customer was advised that they could continue using the pump.